Manufacturer narrative:
After the initial report it was determined that this was a duplicate of an already reported MDR #3010536692-2015-02084. Please void the initial report.

Event description:
Allegedly the patient was revised due to a broken neck.